Manufacturer narrative:
All routine qc was performed within 24 hours of all results and all meters passed without issue. The meters and strips have been requested for return. Meter (B)(4) was received for investigation and tested with retention strips and quality control materials. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 44, 44, 45. Level 2: 306, 310, 302. More than >12 strips of lot 479695 (expiration date 09/2022) were received. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. All results are within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. It was unknown if any treatment was provided to the patient based on any of the meter results.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.